Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to perform automatic pullback. However, it became unable to perform pullback on the mid-way. The procedure was performed again and completed after the catheter was replaced and the main equipment was restarted. No patient complications were reported.